Event description:
It was reported that the patient underwent a revision procedure of the implantable pulse generator (ipg) for an unknown reason. Despite good faith efforts, no further information has been obtained.